Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, when the stomach was being stapled, the stapler was able to fire, the staple line was incomplete distally, only half of the staple could be fired. The jaws of the device locked on the tissue. The battery of the handle was removed and placed again. Another reload was used and worked to complete the case. There was no patient injury.